Event description:
According to draft article being prepared to submit to scientific world journal, there are 5 hero graft patient complaints listed: one perioperative death due to mi, two explants due to infection, one ligation due to steal syndrome, and one explant due to poor cardiac output in the first 21 patients who have had hero grafts implanted at the hospital since november 2011. The majority (17 of 21) of patients had procedure modification at implant to include flixene grafts attached to a small portion of hero graft eptfe. This report represents the patient who died due to myocardial infarction. Additional information indicates that the hero was still functioning at the time of death.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.